Event description:
It was reported the patient was hospitalized three days after implant with "weakness, rigidity, and inability to ambulate." It was noted the patient still had significant "off-on" symptoms despite the deep brain stimulation system. No other interventions were reported. No further follow up is possible.

Manufacturer narrative:
(B)(4).